Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .concomitant product: 4053 lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that following implant of the cardiac resynchronization therapy pacemaker (crt-p) the patient developed a hematoma with swelling and bruising over the implant site. The patient complained of discomfort at the implant site that was affecting his sleep and daily activities. The crt-p pocket was revised and the hematoma was evacuated. The crt-p remains in use. No further patient complications have been reported as a result of this event. This patient is a participant in the product surveillance registry study.